Manufacturer narrative:
It was reported that the ventilator failed the o2 cell/sensor during the pre-use check. During an on site investigation by our field service engineer, the o2 sensor was mentioned to be defective. There is no information if the o2 sensor was replaced. Further investigation revealed a defective control printed circuit board(pcb) and that the control pcb was replaced to resolve the reported issue. The ventilator was returned to customer in working condition. The replaced control pcb was not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator's control printed circuit board was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).